Manufacturer narrative:
Other applicable components are: product ID: 8578, lot# n323206008, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8578, (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 20-jan-2008, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bu pivacaine (4.5mg/ml at 1.6mg/day), dilaudid (5mg/ml at 1.599mg/day), and fentanyl (2000mcg/ml at 682mcg/day) via intrathecal drug delivery pump. The indication for use was noted as chronic pain. It was reported that the hcp was unable to aspirate the catheter during pump exchange on (B)(6) 2019. No environmental, external, or patient factors were reported to have caused this issue. A back table prime was done in the operating room. It was unknown if the issue resolved. Surgical intervention of the catheter did not occur and was not planned. The patient was "alive - no injury." There were no further complications reported at this time.